Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 732 mg/. The customer stated that they had positive result in ketone test. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with insulin drip, flushed system with saline and manual injection. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.